Event description:
The customer's father reported that there was "purple liquid" inside the pod. For the nine hrs this pod was worn, his daughter's bg's were continuously high (308-363 mg/dl). The pod was deactivated and will be returned for eval.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.